Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, e1: phone number: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient lost efficacy of pain relief during 2024 and into 2025. It was found the patient had high impedance electrodes on the paddle lead. Contributing factors was the patient has had a series of bad falls. The device was reprogrammed around the high impedances. The lead was found to be bunched from falls. The ins and lead were replaced.

Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# va244c4007, implanted: (B)(6) 2012, product type: lead. G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3 004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the high impedance measurements ranged up to 40 ,000ohms.

Manufacturer narrative:
H2. Correction: please note, h6 code g02002 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. It was clarified that only the lead was replaced on (B)(6) 2025. The ins was not replaced and the original ins remained implanted. It was noted that this information was confirmed/provided by the physician.